Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited unstable and high thresholds. Device fixation was also unstable. The device was removed and replaced. No patient complications have been reported as a result of this event.